Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently, the device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.